Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the back therapy electrodes. The skin irritation was described as a red rash that resembled shingles. The patient's doctor recommended the use of a cortisone cream. During a follow up call, the patient reported that the irritation had improved. There was no allegation of a device malfunction associated with the reported skin irritation.